Manufacturer narrative:
(B)(4). Date sent: 9/27/2021. Investigation summary. The product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. The device was received inside its sterile package without any bag nor carton package upon visual inspection it was noted that the blister and the tyvek were damaged but the integrity of the package was not compromised. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported packaging issue. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u95y3e. Additional information was requested and the following was obtained: does the damage to the package compromise the sterility of the device? => no further information will be available. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that, during an open gastrectomy, the plastic package was damaged before opening. The device was not used for the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.